Event description:
Boston scientific provided the following information: this rv lead was explanted due to rising threshold and pace impedance measurements. The explant procedure was noted to be complicated. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.